Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that a martel printer becomes hot to touch and burns paper. Based on the info available at the time , there were no injuries associated with this event.